Event description:
A main body graft was placed via a right side introduction. The contralateral leg and the ipsilateral leg graft were then placed. After placement, a type I endoleak was noted on the right side. The physician decided to utilize another manufacturer's iliac graft extender to seal the endoleak. This was done with no problems.